Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with an inability to eat or drink, altered mental state, fatigue, and chills. The patient was started on broad spectrum antibiotics for positive blood cultures for gram negative bacilli and a positive wound culture. The patient was transfused one unit of packed red blood cells (prbcs) on (B)(6) 2019. The patient was hypotensive and metoprolol was discontinued. The patient underwent a computed tomography (CT) scan of the abdomen and pelvis with no acute findings. A transthoracic echocardiogram (tte) was ordered and the patient was evaluated by speech, physical therapy and occupational therapy. On (B)(6) 2019 the patient's hemoglobin was stable and there were no dark stools or concerns for melena, the patient did not have a gastrointestinal bleed. Infectious disease was consulted as the patient's drive line was positive for gram positive cocci, gram negative bacilli bacteremia. On (B)(6) 2019 the patient stopped vancomycin, cef, and flagyl and started on zosyn. A peripherally inserted central catheter (PICC) line would be needed. Daily blood cultures and repeat hemoglobin and hematocrit tests were performed. If hemoglobin and hematocrit continued to drop the patient would need to be transfused. The patient experienced diarrhea, although it was not dark and was likely due to the antibiotics. On (B)(6) 2019 the patient's international normalized ratio (inr) dropped from 3.3 to 2.4 and coumadin was resumed. The patient had their last blood culture on (B)(6) 2019 which was also growing e. Faecalis which could be treated with zosyn per infectious disease. The patient's white blood cells had been down since starting intravenous vanco. Oral vancomycin was stopped as clostridioides difficile (c. Diff) was negative. There was excessive bleeding at the drive line site and heparin was on hold. An abdominal x-ray was ordered. Heparin drip was resumed. On (B)(6) 2019 vancomycin was discontinued per infectious disease recommendation and heparin was discontinued for an inr of 1.9 and bleeding. There was no further bleeding at the site and an ultrasound of the drive line was consistent with drive line hematoma. On (B)(6) 2019 the patient's inr was 1.7 and warfarin was increased to 1.5 mg. The patient was discharged to a sub-acute rehab facility with plans to follow-up in the clinic. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remains ongoing on vad support. Bleeding, local infection, and driveline or pump pocked infection are listed in the hmii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.